Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. During troubleshooting with tandem technical support, it was discovered that the insulin gauge was accurate. Customer¿s experienced an elevated blood glucose (bg) level of 555 mg/dl. A correction bolus was delivered to address bg.